Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. An examination of the device observed a break in the shaft at the rx port. Further evaluation of the break site noted that the shaft was stretched at the sire of the break. Multiple hypotube kinks were also observed along the length of the device. This type of damage os consistent with excessive force being applied to the delivery system during device use/handling. The distal section of the break site was returned for analysis and no issues were noted with the device that may have led to the shaft break, the balloon folds were relaxed indicating that the balloon protector had been removed. The balloon protector was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that negative pressure was applied prior to removing the balloon protector.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft detachment occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, the device was removed from the hoop and air flushing was performed three times. Severe resistance was encountered when the blue cap was attempted to be removed. After performing another air flushing, some more attempts were made to remove the protection cap despite the resistance; however, it was noted that the shaft detached in the green part. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was good.